Event description:
The customer contact reported a separation. The additive piercing pin was to be used to deliver an unspecified medication. It was reported that at an unspecified time, ¿the piercing pin body separated¿ and ¿the part that enters the solution bag ended up¿ on the clinician¿s hand. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.